Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was a low battery warning 177 observed in the black box due to normal pump operation. There was no evidence of short battery life observed in the pump's black box. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment. The battery cap was undamaged. All of the pump current readings were within specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.